Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor and odor/smell were confirmed. A corrective maintenance was performed and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of a "smoke" (haze/mist/vapor) emitting from the sterrad 100s sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. While onsite, the asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. These events are being reported as malfunction report subsequent to a serious injury.

Manufacturer narrative:
Concomitant product(s): odor/smell issue was not confirmed. The catalytic decomp filter was not replaced. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was not returned for functional analysis. The assignable cause of the haze/mist/vapor issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.